Manufacturer narrative:
A boston scientific technical services consultant reviewed the remote monitoring data and stated that because the test is run every 21 hours, one day during the week the test could be run twice. The first value triggers the alert and the second value is posted. The consultant stated that the lead trend appears to be stable and the trigger value may have been 0 ohms which would be considered an invalid measurement. The clinician stated the patient was seen in the clinic today for evaluation. Efforts to obtain additional product issue details were unsuccessful and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to an out of range shocking impedance measurement. The caller stated that they are unable to identify an out of range measurement and shocking impedances have been stable in the 50-60 ohm range. No adverse patient effects were reported.